Event description:
It was published in the endoscopy 2008 journal article "early closure of a multicenter randomized clinical trial of endoscopic stenting verses surgery for stage IV left-sided colorectal cancer" by j.e. Van hooft et al that following a colonic stenting treatment procedure, stent migration occurred. An unspecified sized wallflex enteral stent was implanted for the treatment of an unspecified colonic lesion. At 390 days later, it was discovered that the stent had migrated to an unspecified location. The pt was treated with implant of an unk type colonic stent. The pt's outcome was unspecified per the published article. The pt's current condition is unk.

Manufacturer narrative:
Implanted between late 2004 and early 2006. Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.